Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed during testing. However, the reported problem could not be duplicated with the device. The analog board was replaced as a precaution. The device passed the final test procedure, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device reboot/restart itself. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's defib output was out of specification and the device's display intermittently blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.